Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via an manufacturer representative regarding a patient receiving dilaudid via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient had hygroma formation at pump pocket. The pump was explanted on (B)(6) 2016 and re-implanted. The issue resolved at the time of report. The patient's status at the time of report was alive-no injury.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.